Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The customer's report was not replicated or confirmed. The device was put through extensive testing including full functional testing and defib stress testing without duplicating the report. The device was recertified and returned to the customer. Review of the device log showed no evidence of the reported problem. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "defib fault" message. Complainant indicated that there was no patient involvement in the reported malfunction.